Manufacturer narrative:
Unit received with intermittent button response due to corroded keypad traces. No button error alarm during testing. Unit received with cracked reservoir tube lip, minor scratched display window and cracked battery tube threads. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed button error during a bolus attempt. Customer does not recall any significant events leading to the error. Customer's blood glucose was 154 mg/dl at the time of incident. Troubleshooting was done for button error but customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.